Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4). The most recent information was received. This spontaneous case was reported by a consumer and describes the occurrence of monocyte percentage increased ('high inflammatory cell count/ increased inflamatory cell count') and heavy menstrual bleeding ('heavy periods with clot') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure inserted. In 2006, the patient experienced thyroid disorder ("thyroid issues"). On an unknown date, the patient was found to have monocyte percentage increased (seriousness criterion medically significant) and weight increased ("weight gain") and experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal distension ("extreme bloated feeling/ constant bloated feeling"), dyspareunia ("pain during sex/ painful sex"), anxiety ("anxiety"), fatigue ("fatigue"), rash ("rashes/ unexplained rashes periodically"), feeling abnormal ("brain fog"), menstruation irregular ("menstrual irregularities"), weight fluctuation ("weight changes") and sexual dysfunction ("sexual dysfunction"). At the time of the report, the monocyte percentage increased, pelvic pain, abdominal distension, dyspareunia, anxiety, fatigue, weight increased, rash, thyroid disorder and feeling abnormal had not resolved and the heavy menstrual bleeding, menstruation irregular and sexual dysfunction outcome was unknown. The reporter provided no causality assessment for heavy menstrual bleeding, menstruation irregular, sexual dysfunction and weight fluctuation with essure. The reporter considered abdominal distension, anxiety, dyspareunia, fatigue, feeling abnormal, monocyte percentage increased, pelvic pain, rash, thyroid disorder and weight increased to be related to essure. The reporter commented: "required intervention" was mentioned but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2022: medwatch form received. Reporter information added. Authority reporter (maude) added. Essure implant date added. New events heavy periods with clots, menstrual irregularities, sexual dysfunction and weight changes were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.